Event description:
It was reported that approx one month following a new pump and catheter implant, the pt had a hematoma ruling out infection. The pt had erythema, swelling, fever, and drainage. The pocket, which seemed to have dried blood but no visible infection, was flushed out. The medication being delivered via the device was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4): the catheter (B)(4) is included in the list of affected products for the possible endotoxin recall.